Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a whipple procedure, more tissue sticking occurred than usual with the jaws of this device. No patient injury occurred or medical intervention required. Another device was used to continue the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2017. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects, although excessive eschar was noted within the jaws. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. No sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors from the manufacturing process. There are many factors that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.